Manufacturer narrative:
(B)(4). On 12 apr 2019, it was reported that the device was cutting too shallow. Per the follow up: the calibration seems to be off, surgeon had it opened all the way & it was taking very thin grafts. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a hose and 1/2/3/4 width plates, for evaluation. Product review of the air dermatome on 25 apr 2019 revealed that the device was out of calibration at all specifications causing the shallow cuts. The motor ran erratically but the speed was within specification. It was noted that the control bar was in the correct position. The o-rings, motor sleeve, motor, poppet housing, throttle hinge gasket, throttle, eccentric shaft assembly, bearings, 4 inch width plate, semi-circle shaft bearings, screw, reciprocating arm, spring seal, and vespel bearings were all requiring replacement. Repair of the air dermatome was performed by zimmer biomet surgical on april 25, 2019 which included replacement of the o-rings, motor sleeve, motor, poppet housing, throttle hinge gasket, throttle, eccentric shaft assembly, bearings, 4 inch width plate, semi-circle shaft bearings, screw, reciprocating arm, spring seal, and vespel bearings. The device was also re-calibrated. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Service notification number (B)(4) dated 13 apr 2019. While the returned product investigation confirmed that the air dermatome was out of calibration which would cause the shallow cuts, it cannot be determined from the information provided what caused the device to come out of calibration. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after the o-rings, motor sleeve, motor, poppet housing, throttle hinge gasket, throttle, eccentric shaft assembly, bearings, 4 inch width plate, semi-circle shaft bearings, screw, reciprocating arm, spring seal, and vespel bearings were replaced and the device was re-calibrated. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the device was cutting too shallow and an additional skin graft was needed. The event occurred during surgery. There was no delay in the event. No additional event information available.